Event description:
It was noted that the patient was admitted with elevated enzymes, however, the enzyme elevation increased significantly post procedure. Approximately sixteen days post index procedure the patient complained of chest pain. There was no treatment provided. The patient was medically managed. Approximately three months post index procedure the patient had a new lesion in the proximal left anterior descending artery. The lesion was treated with a drug eluting stent and the event was deemed to be unrelated to the device. Approximately six months post index procedure an event of angina was reported. The patient was medically managed and the event is ongoing, but improved. Approximately eight months post index procedure, during a six month follow-up phone call, it was noted that the patient had stable angina requiring revascularization. The patient was enrolled in the cypress study with a 90% lesion in the mid right coronary artery. The lesion was 20mm in length and the vessel was 3.5mm in diameter. The lesion was pre-dilated and a 3.0 x 33mm cypher stent was implanted at 16atm. The stent was post-dilated.

Manufacturer narrative:
Additional information will be submitted upon 30 days of receipt.

Manufacturer narrative:
The following adjudication notes were received on july 12, 2011: it was noted that the patient was admitted with elevated enzymes, however, the enzyme elevation increased significantly post procedure. This event has been adjudicated by the cec to be a mi. (B)(4). Additional information will be submitted upon 30 days of receipt.

Manufacturer narrative:
The complaint received states that (B)(4) study patient underwent coronary stent implantation and suffered chest pain post index procedure with elevated cardiac enzymes, had coronary stenosis and again suffered angina. This is a (B)(6) female with medical history including angina, a family history of coronary artery disease, hypertension and a history of cva / stroke. The patient was enrolled in (B)(4) with a 90% lesion in the mid right coronary artery. The lesion was 20mm in length and the vessel was 3.5mm in diameter. The lesion was pre-dilated and a 3.0 x 33mm cypher stent was implanted at 16atm. The stent was post-dilated. It was noted that the patient was admitted with elevated enzymes; however, the enzyme elevation increased significantly post procedure. Approximately sixteen days post index procedure the patient complained of chest pain. There was no treatment provided. The patient was medically managed. Approximately three months post index procedure the patient had a new lesion in the proximal left anterior descending artery. The lesion was treated with a drug eluting stent and the event was deemed to be unrelated to the device. This event was captured as a non-complaint and the file processed accordingly. Approximately six months post index procedure an event of angina was reported. The patient was medically managed and the event is ongoing, but improved. Approximately eight months post index procedure, during a six month follow-up phone call, it was noted that the patient had stable angina requiring revascularization. Multiple attempts to obtain further information have been unsuccessful. The stent remains implanted thus unavailable for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15077478 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Cardiac enzyme elevation and chest pain are known potential adverse events associated with cypher stent implantation procedures. The act of angioplasty/stent implantation inherently produces a localized vessel injury, including plaque compression and splitting, potentially leading to release of atheromatous material (lesion contents) into the downstream flow and potentially slowing or completely occluding the blood flow. The inflation of coronary devices also inherently occludes the distal blood flow, possibly creating ischemic areas (causing cardiac enzyme changes) distal to the target lesion. This action (inherent risk of the procedure) combined with the patient's progressing mi medical status at the time of the index procedure, vessel characteristics and procedural factors may have contributed to the events. There is no evidence of manufacturing related issues that may have contributed to the reported events therefore no corrective action is required at this time.

Manufacturer narrative:
Based on adjudication minutes; the complaint received states that this (B)(4) study patient underwent coronary stent implantation and experienced a peri-procedural myocardial infarction post index procedure with elevated cardiac enzymes, had coronary stenosis and again suffered angina. This is a (B)(6) female with medical history including angina, a family history of coronary artery disease, hypertension and a history of cva / stroke. The patient was enrolled in the (B)(4) study with a 90% lesion in the mid right coronary artery. The lesion was 20mm in length and the vessel was 3.5mm in diameter. The lesion was pre-dilated and a 3.0 x 33mm cypher stent was implanted at 16atm. The stent was post-dilated. It was noted that the patient was admitted with elevated enzymes; however, the enzyme elevation increased significantly post procedure. Approximately sixteen days post index procedure, the patient complained of chest pain. There was no treatment provided. The patient was medically managed. Approximately three months post index procedure, the patient had a new lesion in the proximal left anterior descending artery. The lesion was treated with a drug eluting stent and the event was deemed to be unrelated to the device. This event was captured as a non-complaint and the file processed accordingly. Approximately six months post index procedure, an event of angina was reported. The patient was medically managed and the event is ongoing, but improved. Approximately eight months post index procedure, during a six month follow-up phone call, it was noted that the patient had stable angina requiring revascularization. Multiple attempts to obtain further information have been unsuccessful. The stent remains implanted thus unavailable for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Myocardial infarction and angina are known potential adverse events associated with cypher stent implantation procedures. The act of angioplasty/stent implantation inherently produces a localized vessel injury, including plaque compression and splitting, potentially leading to release of atheromatous material (lesion contents) into the downstream flow and potentially slowing or completely occluding the blood flow. The inflation of coronary devices also inherently occludes the distal blood flow, possibly creating ischemic areas (causing cardiac enzyme changes) distal to the target lesion. This action (inherent risk of the procedure), vessel characteristics and procedural factors may have contributed to the events. There is no evidence of manufacturing related issues that may have contributed to the reported events therefore no corrective action is required at this time.